Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a shoulder procedure, the surgeon was using a proximal button from the proximal tenodesis implant system, ar-2290, for coracoid fixation through a clavicle plate and clavicle button. While inserting the button, the tip of the inserter and button got caught in soft tissue and too much force was applied. The button broke off the inserter with the threads of the inserter still in the button. The surgeon retrieved the button and removed the threaded tip. In doing so, the incision was extended. He then passed the button retro grade a suture passer, fed the suture through the clavicle button and was able to finish the case with no further issue. Patient is a female, (B)(6).